Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2014 with the following findings:.he keypad is torn over the up arrow. The ok button has an intermittent response. The down, up, & contrast button responds properly. Removed the keypad and found contamination under all of the button contacts. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast.